Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer's blood glucose level. The patient declined troubleshooting with customer technical support, and no additional actions were taken.